Manufacturer narrative:
Correction: h6: codes should reflect incorrect interpretation of signal correction: b5: field should reflect event correction to include lead dislodgements.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number:(B)(4), related manufacturer reference number: (B)(4). It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator, which was caused by incorrect interpretation of signal. Additionally, the system leads were found to have dislodged, which was confirmed via x-ray imaging. Corrective programming changes were made to address the inappropriate shock, and no intervention was reported to address the dislodgement of the leads. The patient was stable.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that a patient presented with inappropriate shock. Noted, on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that cross talk was noted on the right ventricular lead. Upon inspection with x-ray imaging, the lead was still found to be dislodged, and all the system leads were adhered to each other with scar tissue. All three leads were explanted, and a new device was placed as well. This surgical intervention took place on (B)(6) 2024. The patient was stable throughout.

Event description:
New information received notes that cross talk was noted on the right ventricular lead. Upon inspection with x-ray imaging, the lead was still found to be dislodged, and all the system leads were adhered to each other with scar tissue. All three leads were explanted, the device was explanted, and a new device was placed as well. This surgical intervention took place on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Correction: b5: field should reflect explant of the device.

Manufacturer narrative:
Correction: h11: field should reflect: the reported event of inappropriate therapy could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.